Event description:
The sales rep reported that during a case, the dr was using a probe, and the whole end of the probe fell off into the pt's shoulder. They had to go into the shoulder and retrieve it and it took a while to get it out. Said that they were able to get it out and there were no adverse consequences that he knew of.

Manufacturer narrative:
Additional info will be provided once investigation is completed.